Manufacturer narrative:
It was noted that this lead was discarded after the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and was subsequently explanted. No adverse patient effects were reported.